Event description:
Allegedly pt. Experienced failure of cocr modular neck while putting on pants (or taking off). No related trauma. Pt. Was taken to the hospital by ambulance and revised the next morning with a revision stem prosthesis (link mp) and a new ceramic wmt head. The modular neck broke flush with the proximal pocket of the stem. Cup and liner were not touched. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.